Event description:
It was reported that during a routine clinical check of the device that the elective replacement indicator was reached despite only being in for 3 years. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that during a routine clinical check of the ICD that the elective replacement indicator was reached. The patient had the ICD replaced without complication.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) ceramic cap - leakage-unspecified.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) ceramic cap - leakage-unspecified. Additional analysis information for (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.